Manufacturer narrative:
Event date: exact date unknown, event occurred three to four months ago.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent an ipg replacement procedure. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No further information has been obtained despite good faith efforts.